Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient lost weight, causing the ipg to be superficial. The patient experienced pain in the pocket due to the issue. Surgical intervention was undertaken on (B)(6) 2024 during which the pocket was made deeper and the ipg was repositioned to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.